Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07373. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Reason for surgery: cystocele, enterocele, anterior vaginal wall defect with slight apical descent, weakened vesicovaginal fascia and genuine stress urinary incontinence. It was reported that following insertion the patient experienced pelvic pain, urge incontinence, suprapubic pressure with urination, suprapubic pain, worsening stress incontinence, vaginal bleeding, vaginal itching, dysuria, hematuria, leg pain, dyspareunia, vaginal tearing, vaginal scarring, required catheter for three weeks following implant surgery, abdominal pain, recurrent urinary tract infections, painful urination, burning with urination and worsening incontinence. (B)(4).

Manufacturer narrative:
.